Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed no defects or anomalies which would have contributed to the reported difficulty in removing air bubbles. The actual sample was primed in accordance with the IFU of this product and confirmed to be able to be primed with no difficulty. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Although the exact cause cannot be determined based upon the available information, the evaluation results verified that the actual sample, after being primed in accordance with the IFU, was the normal product. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: (1) note: if the pump cannot be fully primed, remove it from the pump receptacle and repeat the process. (2) caution: before starting circulation, confirm that there are no air bubbles in the circuit. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the capiox sp pump device was unable to prime. Follow up communication with the user facility confirmed the following information: during priming, some air bubbles were noted inside the rear side of the actual sample; it was reported that the customer tapped the actual sample, removed the bubbles and clamped the lines; then ran the actual sample at 2000 - 2500 rpm; subsequently, a large amount of air bubbles were found inside the actual sample again; the actual sample was changed out; the procedure was completed successfully; and there was no impact to the patient.